Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal right coronary artery (rca). The 3.0x12mm trek balloon dilatation catheter (bdc) was used for pre-dilatation without reported issue. The 4.0x12mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A non-abbott stent implant was deployed to treat the target lesion. Post-procedure, the patient experienced pain and a dissection was noted. It is unknown what caused the dissection. Treatment, if any, was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal right coronary artery (rca). The 3.0x12mm trek balloon dilatation catheter (bdc) was used for pre-dilatation without reported issue. The 4.0x12mm xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A non-abbott stent implant was deployed to treat the target lesion. Post-procedure, the patient experienced pain and a dissection was noted. It is unknown what caused the dissection. The dissection was treated with coronary artery bypass graft (CABG) surgery and the patient was discharged from the hospital several days post-surgery. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effects of angina and dissection are known observed and potential patient effects as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The trek referenced is being filed under a separate medwatch MFR number.